Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 17, 2020.

Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site and wound breakdown which was treated with IV antibiotics. The patient was hospitalised and the device was explanted. It is unknown if the patient has been re-implanted with another device.